Event description:
Per the clinic, the patient reported a decrease in sound and ¿uncomfortable¿ sensations around the implant site. The results of an integrity test indicate normal receiver stimulator function with multiple electrode anomalies. Patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.